Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high threshold on the leadless implantable pulse generator (ipg). The ipg impedance also demonstrated elevated levels. The ipg remains in use. No patient complications have been reported as a result of this event.